Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking and burning sensation at the neurostimulator location. She also had a low-grade fever and noted that the symptoms had gotten worse over the past month or so. The pt was at home in good condition. Additional information was requested.